Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 05-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the home s136 wash sensor and verified for proper alignment of b/f wash probes. Fse also performed upgrades on the sorter, ran daily check, and ran quality controls (qc). On 10-jan-2018, fse was notified by the customer that the daily check and qc results were within acceptable range. Error 4337 wash-y positioning overrun also cleared and the aia-900 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - error messages and flags, error 4337 is wash-y positioning overrun. This error is generated when the home sensor s135, which is not supposed to detect the incubator before it reaches the target position, detected the incubator. Measurement will be interrupted. The solution is for the customer to contact tosoh local representatives and check s135 and pm134 for a possible malfunction. The most probable cause of the reported event was due to defective s136 wash probe sensor and needed to be replaced.

Event description:
On (B)(6) 2018, a customer reported getting error 4337 wash-y positioning overrun on the aia-900 instrument. Customer noted that one of the bound free (b/f) wash probe has salt residue at the top. Customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.